Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the tubing was primed with remicade and came apart at the upper fitment when the nurse was inserting the tubing into the pump module. The nurse clamped the tubing and returned it to the pharmacy for a replacement. This event occurred in the therapeutic infusion area.